Event description:
It was reported that the cement hardened for only 6 min and 30 seconds during tka. The cement was stored for 5 hours in refrigerator (4c) before use. All the monomer and polymer were used. Antibiotic and any other substances are not mixed into the cement. The surgeon uses the blister package of the implant for mixing the cement instead of the mixing bowl. Spare cement was used instead of it and the procedure was completed without any problems. The cement was stored in 25 c at distributor room. Humidity was 20%. The op room was 23c. The cement was mixed for 3 minutes.

Event description:
It was reported that the cement hardened for only 6 min and 30 seconds during tka. The cement was stored for 5 hours in refrigerator(4c) before use. All the monomer and polymer were used. Antibiotic and any other substances are not mixed into the cement. The surgeon uses the blister package of the implant for mixing the cement instead of the mixing bowl. Spare cement was used instead of it and the procedure was completed without any problems. The cement was stored in 25 c at distributor room. Humidity was 20%. The op room was 23c. The cement was mixed for 3 minutes.

Manufacturer narrative:
Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder and liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix.

Manufacturer narrative:
Corrected: awareness date.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): discarded.

Event description:
It was reported that the cement hardened for only 6 min and 30 seconds during tka. The cement was stored for 5 hours in refrigerator (4c) before use. All the monomer and polymer were used. Antibiotic and any other substances are not mixed into the cement. The surgeon uses the blister package of the implant for mixing the cement instead of the mixing bowl. Spare cement was used instead of it and the procedure was completed without any problems. The cement was stored in 25 c at distributor room. Humidity was 20%. The op room was 23c.the cement was mixed for 3 minutes.